Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam alleging the patient having kidney cancer. Patient also alleged nasal throat irritation or soreness.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness and kidney cancer related to a CPAP device's sound abatement foam. The reported event of kidney cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.